Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the insulin pump up key was not sensitive. The insulin pump was not returned for analysis.